Event description:
A 73-year-old male with a history of prior non-st-segment elevation myocardial infarction-nstemi (2021), multivessel coronary artery disease, diabetes mellitus, aortic calcification, hypertension, and peripheral vascular disease presented to an outside facility with several days of chest pain and shortness of breath. The patient was diagnosed with nstemi and cardiogenic shock and transferred for higher-level care. On arrival, the required multiple vasopressors. An impella cp was inserted via the right femoral artery for mechanical circulatory support (scai stage e shock) with flows of approximately 3.7 l/min and initial hemodynamic stabilization. Cardiac catheterization demonstrated multivessel disease, and percutaneous coronary intervention (pci) was performed. The patient was transferred to the intensive care unit on impella support. On post-implant day 0 (also reported under the oasis study), hemolysis occurred and echocardiography identified device malposition requiring repositioning. The patient subsequently developed renal failure requiring continuous renal replacement therapy (crrt); these events were assessed as possibly related to the impella cp. Due to ongoing clinical needs, support was escalated the following day. The impella cp was explanted, and an impella 5.5 was surgically implanted via the left axillary artery after the right axillary artery was found to be circumferentially calcified. During impella 5.5 support, a hospital employee inadvertently disconnected the purge cassette line from the spike. An air-in-purge alarm occurred, and an emergency purge cassette exchange was performed. Support continued without patient harm. Approximately seven days after impella 5.5 implantation, oozing was observed at the right axillary cutdown site requiring transfusion. This event was initially reported as related to the impella 5.5 under the oasis study but was later determined to be unrelated to the device or study procedure. Several days later, the patient developed ventricular tachycardia requiring defibrillation and a gastrointestinal bleed. The patient was deemed not a candidate for durable ventricular assist device implantation. After discussion with the family, care was withdrawn and the patient expired.

Manufacturer narrative:
Medical safety/clinical reviewed the event. A 73-year-old male with a history of prior non-st-segment elevation myocardial infarction (2021), multivessel coronary artery disease, diabetes mellitus, aortic calcification, hypertension, and peripheral vascular disease presented to an outside facility with several days of chest pain and shortness of breath. The patient was diagnosed with nstemi and cardiogenic shock and was transferred for higher level care. Upon arrival, the patient required multiple vasopressors. Right heart catheterization demonstrated a pulmonary artery pulsatility index (papi) of 0.5 and worsening hypotension. An impella cp was percutaneously inserted via the right femoral artery for mechanical circulatory support. At the time of implantation, the patient was classified as scai stage e cardiogenic shock. Device flows averaged approximately 3.7 l/min and the patient¿s blood pressure initially stabilized with reduction in vasopressor requirements. Cardiac catheterization demonstrated critical multivessel coronary artery disease and percutaneous coronary intervention was performed to the left anterior descending and circumflex arteries. Post-procedure hemodynamics improved and the patient was transferred to the intensive care unit on impella support. On post-implant day 0, [as also reported under the oasis study) the patient developed hemolysis and echocardiography demonstrated device malposition requiring repositioning. The patient subsequently developed renal failure and continuous renal replacement therapy (crrt) was initiated. These events were assessed as possibly related to the impella cp. Due to ongoing care needs; support was escalated the following day. The impella cp was explanted, and an impella 5.5 was surgically implanted via the left axillary artery after the right axillary artery was noted to be circumferentially calcified. Device support was increased to p-7. During the impella 5.5 support, the hospital employee accidentally disconnected purge cassette line from spike. Air in purge system alarm sounded, and when the de-air procedure was attempted, it failed to move fluid forward. Emergency purge cassette exchange occurred as a result. Care continued without adverse effects to the patient. Approximately seven days after impella 5.5 implantation, oozing was observed at the right axillary cutdown site requiring transfusion of red blood cells and platelets (noted to be related to the impella 5.5 device and procedure under the oasis study. However, subsequently, this event was determined per the study unrelated to the impella device and the study procedure). Several days later, the patient developed ventricular tachycardia requiring defibrillation and a gastrointestinal bleed was identified. The patient was subsequently deemed not a candidate for durable ventricular assist device implantation. Following discussion with the family, goals of care were transitioned to comfort measures and care, treatment was withdrawn. The patient expired after a total of 15 days of impella support. The impella cassette was inadvertently disconnected; the issue was promptly identified and corrected without patient harm. This event is considered unlikely to have contributed to the patient¿s death. The impella cassette is being reported as a malfunction-type reportable event. Hemolysis, malposition of the device and renal failure represent serious injuries and were assessed as attributable to impella cp support. The impella 5.5 course was associated with bleeding and ventricular tachycardia. And it cannot be determined whether systemic anticoagulation required for impella support impacted/exacerbated the outcome of the bleeding for the patient. The impella 5.5 will be a death type of reportable event. However, the patient¿s underlying condition (complex past medical history and refractory cardiogenic shock due to acute myocardial infarction with severe multivessel coronary artery disease) may have contributed most to the patient¿s outcome. Correction. After review of the case by medical safety/clinical, it was determined the impella cp is a serious injury type of reportable event. Sections b1 (adverse event/product problem), b2 (outcomes attributed), h1 (type of reportable event) and h6 (health effect-clinical and impact codes and medical device problem code) have been updated, corrected accordingly. Corrections were also made to section b5 to provide complete event details, section g2 to include study as a report source, and section d10. To include the concomitant medical device. Related medical device reports: this is one of three devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.

Manufacturer narrative:
Based on available information, coding has been updated for clarity and accuracy. Add hemorrhage (e0506), remove death (f02), remove hematuria (e1302), as hemolysis has been coded to the record based on the reported hemolysis and the presence of pink-red urine, with plasma-free hemoglobin (pfhgb) ordered for evaluation. Additional clinical narrative: a 73-year-old male with acute myocardial infarction complicated by cardiogenic shock required impella cp support via right femoral arterial access. The device was implanted and support was initiated for hemodynamic stabilization. The patient was maintained on inotropes/vasopressors and mechanical ventilation. Day 1 impella cp was implanted without difficulty. Later the same day, the care team noted pink-red urine and ordered plasma-free hemoglobin due to concern for hemolysis. An echocardiogram was planned to reassess position. Day 1 evening ¿ repositioning due to urine output decreased and lactate rose from 2.0 mmol/l to 3.6 mmol/l, later improving to 2.3 mmol/l. The impella cp was repositioned under echocardiographic guidance, after which support was continued. No device alarms were reported. Day 2 ¿ escalation and cp explant: due to ongoing hemodynamic concerns and renal status, the team escalated to impella 5.5 for advanced support and removed the impella cp without issue. The device was not saved for analysis. Subsequent clinical course (pump 2¿impella 5.5): after escalation, the patient experienced persistent hematuria/hemolysis, acute kidney injury, and progressive multiorgan dysfunction. Care was withdrawn on day 16, and the patient died following withdrawal of support. There were no allegations of pump malfunction from the site. Manufacturer's reference number: (B)(4).

Event description:
New information was received. The third adverse event site was confirmed and the event was not related to the impella study device.

Event description:
It was reported that a patient implanted with an impella cp experienced hemolysis and hematuria. The pump was repositioned to resolve the issue. The patient was upgrade to an impella 5.5. The patient is in stable condition.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Manufacturer narrative:
Date of event has been updated to 11/4/2025 as per information received. The device was not saved for analysis. Hence, type of investigation code has been updated to "device discarded." Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received from the reporter. The patient experienced acute kidney injury and expired. B2, h1, and h6 have been updated.

Manufacturer narrative:
Investigation summary: product & data were not returned for review. Mechanical interaction with blood: the cause of mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review. Device in wrong position: the cause of device in wrong position was unable to be determined as limited clinical details were provided and no product was returned for review. Hematuria/acute kidney failure: the cause of the injury was not determined due to insufficient clinical details. Device history lot: device lot #: 1982185. Device history batch: subcomponent lot#: n/a. Device history review: pump sn: (B)(6) passed all post sterile inspection checks.